Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a total of 3 used pen needles with no identification available. The pen needles were visually inspected prior to testing. All of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, bd found that all 3 pen needles had become bent on the non-patient side. This damage could resemble the needle being clogged as a result of insulin not passing through the needle. This would explain the difficulty experienced while attempting to use the pen needles. The root cause of the needles bending appears to be accidental damage from stresses caused by the user during routine use. This would have also given the impression that the needle was clogged since insulin would be unable to pass through the cannula. H3 other text : see h.10.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to deliver insulin/medication and difficult to operate or not working/functioning. The following information was provided by the initial reporter : material no:320122. Batch no: 0266084. The consumer reported that the needle would not dial up medication and after connecting to humalog, the medication does not go though needle. Date of event: unknown. Samples: yes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Bd was not able to duplicate or confirm the customer¿s indicated failure. CAPA/sa - as no samples were returned for investigation it was determined that no corrective action is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 2 bd pen ndl 32g 4mm were unable to deliver insulin/medication and difficult to operate or not working/functioning. The following information was provided by the initial reporter : material no:320122 and batch no: 0266084. The consumer reported that the needle would not dial up medication and after connecting to humalog, the medication does not go though needle. Date of event: unknown. Samples: yes.